Manufacturer narrative:
The device was returned as part of the asset return process. It was observed that the air water tube and air water cylinder each had foreign objects, the scope cylinder had no color, the switch 1 had a cut, due to the damage on the charged coupled device unit, the image had white dots, due to clogging of the jet tube, normal water supply was not performed, the light guide lens had a crack, the adhesive on the bending rubber section was detached, and the connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air water tube and air water cylinder each had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.